Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported during impella cp support for 61-year-old male patient, the automated impella controller (aic) alarmed for ¿high purge pressure¿. Purge flow dropped to <1 and purge pressure increased to over 1,000. Heparin had been held due to pulmonary hemorrhage and hemoptysis. Decision was made to exchange the pump. The patient is noted to be stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 health effect impact code was erroneously entered on the initial manufacturer device report number therefore updated to the correct code. H6 investigation conclusions from the initial submission in accordance with updated procedures. H10 revised from the initial submission in accordance with updated procedures.